Manufacturer narrative:
Due to character limitation in e1, event site: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cs300 intra-aortic balloon pump (iabp) monitor was not working. No patient involvement.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse disassembled the monitor and cleaned the flat cable. Repair completed. Functional tests performed with positive results. The failure did not involve operators/patients. The equipment was returned to the customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, g3, g6, h11. Corrected fields: h6 (component codes).

Event description:
N/a.